Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post-op check, 2 missing non consecutive ventricular events following a pace were observed. Oversensing due to cross talk was suspected. Testing and reprogramming were recommended.